Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during device interrogation one day post implant, the patient experienced a pneumothorax and had to have a chest tube placed. During the device interrogation they were unable to obtain pacing from the right ventricular (rv) lead thus a revision procedure was performed. During the revision it was noted the rv lead had perforated the pericardium and the helix was sticking out of the pericardial. The rv lead was successfully repositioned and patient was stable post procedure. The physician thought that torque had been bulit up on the lead causing the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.